Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Patient reported right side removal due to ¿issues" (not visible on scans). At the explant, the surgeon found the device was ¿oily.¿ the device has been explanted.